Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the ventricular connector was broken. It was also found that the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was chipped. The epg has been returned for service. There was no patient involvement.